Manufacturer narrative:
A ge service representative performed an on site investigation. The connections were cleaned and re-seated during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the monitors on the 9800 system were blank. No patient injury was reported.